Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. There were no issues during the disposable device manufacturing, including sterilization. Products met final inspection and testing requirements prior to shipment.

Event description:
The patient developed infections in both axillae with skin abscesses. The abscesses were drained. Antibiotics (bactrim 800mg bid for 10 days) were prescribed. The clinic confirmed the abscesses were improving and no additional treatment was required.